Event description:
It was reported that the increased capture threshold and oversensing were observed on the right ventricular (rv) lead. An x-ray was performed and insulation damage had occurred. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.